Manufacturer narrative:
The conclusion code was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). The cause of the flipped ins was unknown and the hcp noted that they revised the ins and the issue was resolved. The patient's weight was unknown. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient's device flipped in 2017. No symptoms were reported and no further complications were reported/anticipated.